Event description:
Pt had a sinus graft done, then an abcess happened. When everything had calmed down, the infection was gone. 2 implants were placed 2/12/97, site #12, #13. 1 implant was removed 3/27/97.